Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the entry point of the pin driver where the connection of the pin goes is severely damaged. The device shows significant signs of wear/usage. The device was manufactured in 2016. A functional evaluation confirmed the stated failure. The driver would not hold a .123 pin gage as intended. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that, during set up and inspection, it was noticed that the universal pin driver does not hold on to pins. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.